Manufacturer narrative:
Product ID: 8709, lot# j0177974r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The pump was at end of life.

Event description:
It was reported the pump had not been working for three months prior to the pump replacement that occurred in (B)(6) 2014. It was noted ¿they did not fill it right.¿ it was further reported they ¿kept cutting it down¿ in reference to the dose and concentration. The patient had been in pain for over three months. The pump was being used to deliver fentanyl. The exact pump issue, refill information, other actions taken to mitigate the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.